Manufacturer narrative:
(B)(4).

Event description:
It was reported that the motor stall had occurred and recorded on (B)(6) with recovery on (B)(6) in event logs. The pt had a history of MRI or other medical procedure. The pt had increased pain, but it was reviewed by the hcp that "the pain was not due to motor stall since pump was infusing normally."